Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib fault 78" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the reported malfunction was observed and attributed to a loose system interconnect flex cable. The system interconnect flex cable was replaced to remedy the reported malfunction. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.